Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-stent region were noted to be lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21aug2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortous and severely calcified left anterior descending artery. A 2.50 x 16 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported nad the patient's status was stable. However, returned device analysis revealed stent damaged.